Event description:
It was reported, following implant, the patient experienced a lack of effect, acute pain in the face, and nausea. The patient had the ipg devices on for one day with good results. Following the first programming the patient then began experiencing the pain in the face and neck (also described as a painful tingling sensation on the face (cheek, nose and eye areas). The patient also experienced a sensitivity to light and noise, a pulling sensation on her neck, and pain from the wire in her neck and the ipg in her chest. Reportedly, the worst symptom was the severe nausea. When the device was turned on the nausea built up over time. The patient experienced dry-heaving and became dehydrated due to not eating or drinking. The patient was hospitalized for a few days (date unknown) to be evaluated for infection. The patient did not have an infection. The patient was prescribed steroids which did help some. The patient had her device turned off due to the return of symptoms when turned on. See MFR report #3004209178200804483. Additional information has been requested but was not available on the date of this report.